Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that during routine generator exchange that visual check revealed insulation damage on the right ventricular (rv) lead. On (B)(6)2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.